Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display error message issue was reported with the abbott diabetes care (adc) device. The customer received a "replace sensor" error message and the customer was unable to obtain glucose readings. As a result, the customer experienced sweating, shaking, "head thrilling", and seizure. The customer was unable to self-treat and was provided with orange juice and sugar liquid as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. A visual inspection was performed on the returned sensor patch and no physical damage was observed. The sensor plug was properly seated in the mount. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. The sensor was further investigation and was de-cased. Upon de-casing the sensor corrosion was observed on the pcba (printed circuit board assembly).the battery was measured and was found to be within specification. During the investigation it was determined it is likely the puck terminated early due to the corrosion compromising the integrity of the sensors electronics, corrosion is a known cause of brown out reset. Issue is confirmed to brown out reset with corrosion observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display error message issue was reported with the abbott diabetes care (adc) device. The customer received a "replace sensor" error message and the customer was unable to obtain glucose readings. As a result, the customer experienced sweating, shaking, "head thrilling", and seizure. The customer was unable to self-treat and was provided with orange juice and sugar liquid as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.